Event description:
It was reported that a patient underwent an orthopedic salvage knee replacement procedure. Approximately ten (10) years post implantation, the patient presented with pain due to a fracture of the proximal femur. A request was submitted for custom nickel-free implants due to a nickel allergy. A revision surgery is pending to replace the femoral components. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is reported to have occurred in 2015. D10: medical product: d10: medical product: cust tinbn oss 7cm seg fem lt: catalog#cp115890, lot#597540; oss cemented im stem 13x150: catalog#150367, lot#831200; cust tnbn coated oss axle: catalog#cp115161, lot#043790; cust tnbn coated oss yoke: catalog#cp115162, lot#43820; cust tinbn oss non mod tib 67: catalog#cp115973, lot#029970; oss poly tibial bushing: catalog#150476, lot#507390; oss poly femoral bushings: catalog#150477, lot#000500; oss poly lock pin: catalog#150478, lot#428310; palacospro 75g: catalog#66044274, lot#ni. G2: foreign: germany. The product will not be returned for evaluation as the device currently remains implanted. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h6; h11. Upon receipt of additional information, this device was determined to be not reportable. Implanted components were already nickel free; therefore no allegations of allergic reaction were made. The patient required revision surgery due to a proximal femur bone fracture. The previously reported device does not interact with the proximal femur and therefore can be exclude as causing or contributing to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. Implanted components were already nickel free, therefore no allegations of allergic reaction were made. The patient required revision surgery due to a proximal femur bone fracture. The previously reported device does not interact with the proximal femur and therefore can be exclude as causing or contributing to the reported event.